Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of 05-june-2019 with an expiration date (use by date) of 31-may-2021. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2021. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. It is likely the IFU deviation contributed to the reported event; however, the case information noted that the user is already aware of the deviation. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery. A perforation occurred during use of an unspecified device. The 3.5 x 19 mm graftmaster stent was implanted, sealing the perforation. The graftmaster stent was used after its expiration date, as no other graftmaster stents were available. There were no adverse patient effects or complications related to the use of the graftmaster. No additional information was provided.